Event description:
It was initially reported that the device was not inflating the cuffs. Additional clinical information determined that the issue occurred during surgery while performing a total knee on a patient. There was a patient impact in the event wherein blood loss of 1000cc was observed due to the reported issue. An alternate device was retrieved and used to complete the surgery with a delay of approximately 15 minutes while the patient was under anesthesia.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.